Manufacturer narrative:
The reported difficult or delayed activation (difficult to deploy) could not be replicated in a testing environment due to the condition of the returned device (clip was not returned). The reported single leaflet device attachment (slda) could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and a cause for the reported difficult or delayed activation (difficulty to deploy the clip) could not be determined. The slda was related to the procedural circumstances of the difficult clip deployment and due to the troubleshooting that was performed to deploy the clip. The reported off-label use of the device was associated with the procedure being performed on the tricuspid valve (tv) to treat tricuspid regurgitation (tr). It should be noted that the mitraclip instructions for use states that "the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). It cannot be confirmed whether the off-label use of the device contributed to the reported event. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a combination mitraclip procedure to treat degenerative mitral regurgitation (mr) and tricuspid regurgitation (tr) with a grade of 4. Two clips were successfully implanted on the mitral valve reducing mr. Then a clip delivery system (cds) was advanced to the tricuspid valve for off label use, and the clip was positioned fine. However, the clip would not deploy. Troubleshooting was performed, and the clip was deployed. But then the clip became detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was deployed to stabilize the slda. Two clips were implanted, reducing tr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.